Event description:
Complainant alleged that while transporting an (B)(6) female pt in a helicopter, the device's display blanked out approx one minute after the helicopter started. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please refer to medwatch 1220908-2014-02803 for the same device on a different pt.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.